Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving multiple inappropriate shocks. High amplitude noise saturating all channels on the egms was observed. The noise was also present in clinic. No other anomalies were reported. The device was later explanted and replaced uneventfully. Patient was stable post-procedure. The existing leads tested normally and were reused with the new device.

Manufacturer narrative:
The reported field event of high amplitude noise was confirmed in the laboratory due to review of device image. The device was tested on the bench and no anomalies were found.